Event description:
New information received indicating that the device was explanted and replaced. The exact explant date is unknown and the patient was stable.

Manufacturer narrative:
The reported complaint of premature battery depletion was not confirmed. As received, the device was above eri. The analysis performed, including mechanical stressing of the device and functional testing, did not find any anomalies and is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in battery longevity was noted and premature battery depletion was suspected. The patient was in stable condition and a device replacement is anticipated.